Event description:
It was reported that catheter break occurred. An angiojet was selected for use in a thrombectomy procedure. During the procedure, there was an error showed in the system and the catheter was broke. There were no patient complications reported.